Manufacturer narrative:
Upon further evaluation, this issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that it was difficult to release the blade device from the battery oscillator device. It was further reported that a blade device was not currently stuck in the device. There were no delays to the surgical procedure as an identical spare device was available for use. The spare deice was used to successfully complete the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture was unknown. It has been updated to reflect the date the device was manufactured.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that some of the dowel pins on the oscillating head assembly were sticking/ loose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to components were out of specification. If additional information should become available, a supplemental medwatch report will be submitted accordingly.